Event description:
A report was received that the patient's ipg is depleting quickly. Patient's database analysis confirmed that the ipg appears to exhibit premature battery depletion. The patient has chosen not to take any course of action and will just charge more frequently. The patient does not want to have the ipg replaced.

Manufacturer narrative:
A review of the manufacturing documentation of the ipg found no anomalies and deviations potentially related to the event occurred during manufacturing. This is the final report.